Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0qnrv, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss or change of therapy. The patient was implanted yesterday and was not sure if it was working. The therapy seemed to be working initially, but now the patient had a return of urinary incontinence. The patient did not feel stimulation and the therapy was on. The patient increased the amplitude from 1.3v to 1.5v and now felt the stimulation sensation comfortably. Two days later the patient had the poor communication screen on the patient programmer. Bandages or swelling were present. The programmer batteries were dead and the nurse replaced them. They were unable to communicate through the bandages to verify the implantable neurostimulator (ins) status. They were assuming it was off, but could not confirm or turn it back on due to the inability to communicate. The patient had a sudden return of symptoms last night and the patient was pushing some buttons. The patient would follow-up with their health care provider on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.